Event description:
It was reported that the patient's parents though they heard the patient alert tone. Interrogation via carelink reveals no alert conditions met. Device interrogation shows no alert conditions met. While the patient was in the office, the physician reprogrammed the device from aai 100 bpm to aai 90 bpm. The device remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the patient's parents though they heard the patient alert tone. Interrogation via carelink reveals no alert conditions met. Device interrogation shows no alert conditions met. While the patient was in the office, the physician reprogrammed the device from aai 100 bpm to aai 90 bpm. The device remains in use. No patient complications have been reported as a result of this event. It was reported that the patient's parents thought they heard the patient alert tone. Interrogation via carelink reveals no alert conditions met. Device interrogation shows no alert conditions met. While the patient was in the office, the physician reprogrammed the device from aai 100 bpm to aai 90 bpm. It was later reported that there was possible premature battery depletion and the leads high voltage coil triggered a patient alert due to high impedance. The device and the lead were explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the patient's parents thought they heard the patient alert tone. Interrogation via carelink reveals no alert conditions met. Device interrogation shows no alert conditions met. While the patient was in the office, the physician reprogrammed the device from aai 100 bpm to aai 90 bpm. It was later reported that there was possible premature battery depletion and the leads high voltage coil triggered a patient alert due to high impedance. The device and the lead were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Corrected (facility aware date), (death), and (device codes), evaluation summary: (B)(4) the partial lead was returned in segments, analyzed and the distal conductor fractured. It was noted that the defibrillation coil was distorted, there was a white substance on the outer insulation and the outer insulation had a cosmetic depression. (B)(4) the device was returned, analyzed and analysis revealed that the device did not meet expected longevity, the cause is unknown. It was noted that the device met 96% of expected longevity. We did receive performance data collected from the device and have analyzed the data. Oversensing - two short v-v sensed events of < 220 ms are observed on the (B)(6) and (B)(6) 2011. (2 episodes nst). Interference/noise - high v-sic counts are observed with (B)(4) counts on the lifetime counter. High sic can indicate the presence of noise or intermittency in the system. Battery voltage - last battery voltage recorded is 2.62 v on (B)(6) 2011.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the partial lead was returned in segments, analyzed and the distal conductor fractured. It was noted that the defibrillation coil was distorted, there was a white substance on the outer insulation and the outer insulation had a cosmetic depression. (B)(4): the device was returned, analyzed and analysis revealed that the device did not meet expected longevity, the cause is unknown. It was noted that the device met 96% of expected longevity.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary: (B)(4): the partial lead was returned in segments, analyzed and the distal conductor fractured. It was noted that the defibrillation coil was distorted, there was a white substance on the outer insulation and the outer insulation had a cosmetic depression.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.